Event description:
Reporter indicated that the patient is hoarse and the hoarseness has been occurring ever since the original implant. Reporter stated "...he believed it to be related to the original surgery, the original surgical misplacement of the device, and resulting stimulation of the recurrent laryngeal nerve." Reporter indicated a recent ent consultation confirmed vocal cord paralysis of the left vocal cord and he believed the paralysis to be permanent, related to the patient's original vns implant surgery. Patient's entire vns therapy system was replaced. The vns therapy system was returned for analysis. No anomalies found during the product analysis performed on the vns therapy system.

Manufacturer narrative:
Vns therapy system labeling lists vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation. No anomalies found during the product analysis performed on the vns therapy system.